Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 30 mm x 48 mm saccular thoracic aortic aneurysm. The proximal aortic neck was 34 mm in diameter and distally it was 33 mm in diameter. Vessel morphology was non-tortuous and non-calcified. It was noted during deployment of the stent graft, a bare spring was misaligned toward the aortic wall. It was reported that the physician experienced resistance during withdrawal of the delivery system sheath while the device was at the distal arch. When the physician noticed the misaligned opening of bare spring, he attempted to pull back the whole delivery system to correct the misaligned opening; however, this was unsuccessful, because the inner portion of the stent graft and the misaligned bare spring could not be moved. An attempt to model the bent bare-spring by repositioning the stent graft with a tmp lock balloon was unsuccessful. Then it was noted that there was a 7 mm perforation of the aortic intima wall. However, there was no bleeding from the perforation and there was no drop in blood pressure. The physician commented that the bare spring may have gotten stuck into thrombus, false lumen, or between the intima and media of aortic wall, but it was not clear from the angio image. The physician then implanted another talent stent graft proximal to the first implanted stent graft and covered the perforation area. No additional clinical sequelae were reported, and the patient is stable and being monitored.

Manufacturer narrative:
(Required intervention) - (misaligned deployment). Results: unknown cause of misaligned stent graft deployment.